Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.

Event description:
Healthcare professional reported "capsular contracture", "rippling", "firm area to touch and pointed corner of the implant" and "pain". This record is for the left side. Device remains implanted. The device will be returned.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Clarification b3: partial date of event: september 2025 - "6 months after implants placed".

Event description:
Healthcare professional reported "capsular contracture baker grade unknown", "rippling", "firm area to touch and pointed corner of the implant" and "pain". Later healthcare professional reported "poking". This record is for the left side. Device was explanted and replaced. Treatment: device removal, capsulectomy.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ crease / folding of implant: not observed through visual inspection. None of the other observations performed during the device analysis (opening) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown", "rippling", "firm area to touch and pointed corner of the implant" and "pain". Later healthcare professional reported "poking". This record is for the left side. Device was explanted and replaced. Treatment: device removal, capsulectomy.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2.

Event description:
Healthcare professional reported "capsular contracture", "rippling", "firm area to touch and pointed corner of the implant" and "pain". This record is for the left side. Device remains implanted. The device will be returned.